Event description:
Philips received a complaint on the v60 ventilator indicating that there was a sensor malfunction. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the issue was with the air flow sensor. The investigation is ongoing.

Manufacturer narrative:
In an additional good faith effort response received from the authorized service provider (asp), it was clarified that the sensor malfunction caused a low leak co2 rebreathing risk alarm to occur. The asp stated that no parts were replaced, but the issue was resolved. The method of resolving the issue was not provided. It was also confirmed that the device returned to full functionality and had been returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.